Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer was hospitalized on (B)(6) 2019 due to high blood glucose level with a blood glucose level of 600 mg/dl. The customer had been using insulin pump within 48 hours of high blood glucose event. The customer was reported with manual injections and potassium and intravenous fluids. The customer was treated with pills for nausea, heart burns and vomiting. The customer was ok to troubleshoot for the event. The insulin pump will not be returned for analysis.